Event description:
In 06/02, reporter purchased a sonicare tooth brush. Ninety days later a tooth that was used to anchor a section bridge work decayed and had to be pulled. Reporter called philips electronics and explained to them that when reporter started to use it, it didn't go through the setting of pressure that is used to make sure that no teeth are harmed (caps/bridge work). Reporter spoke with philips and they told them "the brush is defective" and they would replace it when reporter returned theirs to them. Eight months later, reporter went to their dentist and was sent to an oral surgeon and was told reporter has no gum problems but reporter should have their dentist "check under the crowns to see if there is decay under them." Reporter's dentist told them that every tooth with a crown. "This is impossible every tooth has failed, and every tooth has to be pulled." Reporter started in 1990 to have their removeable bridge work fixed at a cost of $12,000. In 1999 the last of the work was completed at a cost of around $4,000. From 90 to 99, reporter never had a problem until they started using the sonicare. Because the brush vibrates at 33,000 strokes per minute to breakup tarter it would also do the same with the glue that bonds the crown to the root. The only thing that has changed since 1990 to 2003 is the toothbrush. Philips electronic wants this machine returned and "not be misplaced after they test it." Reporter has spoken with and has seen 2 dentists and is going to a 3rd in 3/03 to find out what it costs to have implants done to rebuild their mouth. The only teeth that reporter has left are the ones that do not have caps.